Event description:
It was reported that the patient's generator was removed due to a shocking sensation the patient was experiencing in their arm/shoulder. It was reported later reported that the device was noted to be not correctly positioned around the vagus nerve. The physician noted that the surgery was indicated to relieve paresis [of the arm/shoulder] and to achieve proper vns lead positioning. It was noted that the lead was not properly positioned on the vagus nerve. It was reported that the explanted generator was shipped to the manufacturer for product analysis. The device has not been received to date. No other relevant information has been received to date.